Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (B)(4) lot 1209769 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd maxtm system indicated that lot 1209769 was manufactured according to specifications and met performance requirements. Customer reported discrepant results with bd sars-cov-2 reagents for bd max¿ system kit lot 1209769. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. According to the information provided, customer obtained discrepant results in the initial runs and the retests. In the complaint text, it is mentioned that the customer feels contamination could be an issue. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ lot 1209769. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "for the fp result, the first run was positive, followed by two separate reruns which were both negative. Customer feels contamination could be the issue.".

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "for the fp result, the first run was positive, followed by two separate reruns which were both negative. Customer feels contamination could be the issue."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.